Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an inset 6 mm, 23 in infusion set, with no reported alarms or delivery stoppage, and was guided through an infusion set change; the user also administered a subcutaneous insulin pen injection with assistance. Symptoms included elevated blood glucose with a maximum reported value of 398 mg/dl and prolonged readings above target. Outcomes included the need for supplemental insulin and phone-based troubleshooting and education, after which glucose values began to decline. Investigation included user-guided troubleshooting and review of device performance based on user report. Investigation of this case revealed no confirmed device malfunction or delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.